Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that there were issues with air bubbles inside of the tubing and reservoir of the insulin pump. The patient's blood glucose at the time of incident was 6.7 mmol/l. The customer changed their infusion set to remove the bubbles. During troubleshooting the pump alarmed no delivery during a high pressure test. The customer also mentioned that there might have been a reservoir leak yesterday. A self-test was performed and the pump passed. The customer was advised that the pump was working as designed. No products have been shipped or returned.